Event description:
Literature was reviewed regarding a case study of coronary vasospasm induced by a circular-array catheter during the ablation of atrial tachycardia (AT) originating from the lateral tricuspid annulus. A repeat coronary angiography (CAG) revealed 75% stenosis in segment 3 of the right coronary artery suspected to represent coronary vasospasm. Two intracoronary injections of nitroglycerin were administered, leading to immediate resolution of the stenosis. The status of the devices is unknown. No additional adverse patient effects were reported.¿

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/67 years old. A repeat coronary angiography (CAG) revealed 75% stenosis in segment 3 of the right coronary artery suspected to represent coronary vasospasm. Two intracoronary injections of nitroglycerin were administered, leading to immediate resolution of the stenosis. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: PULSED-FIELD ABLATION¿INDUCED CORONARY VASOSPASM FOR ATRIAL TACHYCARDIA ORIGINATING FROM THE LATERAL TRICUSPID ANNULUS Circulation: JACC: Case Reports doi.org/10.1016/j.jaccas.2025.106153 Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.